Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (auto off) issue; auto off occurred earlier than intended. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: review of the user¿s settings revealed the ¿auto-off¿ function was set for 18 hours. The black box data revealed an ¿auto-off¿ alarm recorded on (B)(6) 2014 at 9:24 am. There was no evidence of button presses for 18 hours prior to the ¿auto-off¿ record in the black box. For investigation, the ¿auto-off¿ duration was set to 1 hour. The pump was set to run on a 1 unit per hour basal rate program. The pump gave the appropriate ¿auto-off¿ visible and audible alert exactly 1 hour. The ¿auto-off¿ feature was found to be functioning properly during the investigation. Investigation did not duplicate the alleged ¿auto-off¿ feature malfunction. Unrelated to the original complaint, the display was noted to be dim and discolored.